Manufacturer narrative:
B3: event date: it was reported that this occurred in jul-2025. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing a critical medication to an unstable patient. During the infusion the pump reportedly alarmed upstream occlusion two times in two hours which stopped the pump. The patient outcome was not provided nor was it provided how long the pump had been alarming/stopped. No further information is available.